Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged power issue began on the first week of (B) (6) 2009. The cca noted that the pt manages her diabetes with insulin (on an insulin pump). As a result of the alleged issue, the pt denied taking any action regarding her diabetes management. Approximately 4 days after the alleged issue began, the pt claimed she developed symptoms of feeling dizzy, light-headed, shaky and irritable. It is not known if the pt associated the symptoms with a high or low glucose. On unspecified dates/times, the pt claimed she tested on another device (one touch ultramini) and obtained results that ranged anywhere from "170 to 300 mg/dl." The pt claimed a couple of days prior to contacting lfs she had tested at "324 or 326 mg/dl." The pt reported treating self with 35 units of u500 approximately 3 days after the alleged power issue began. At the time of troubleshooting, the cca noted that the subject meter powered on when a test strip was inserted; however, did not power on manually. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.